Event description:
It was reported that after completing ilet setup, the connected dexcom g7 continuous glucose monitor (cgm) did not link to the ilet and the cgm menu displayed start sensor while device notifications indicated a brief sensor issue and a sensor failure, despite the sensor functioning in the dexcom app. No adverse clinical symptoms reported. Outcomes included interruption of automated glucose management on the ilet pending reconnection. User support included guided troubleshooting, review of device notifications and alarms, and re-entry of the sensor pairing code with instructions to monitor for reconnection. Investigation of this case revealed a communication failure limited to the ilet interface, consistent with signal loss or pairing disruption, while the sensor itself continued to operate in the manufacturer's app. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue between the cgm and the ilet rather than a sensor hardware malfunction.

Manufacturer narrative:
Initial.